Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the phenomenon, ¿noise and video are interrupted when the connector is shaken", was reproduced. It was found that the phenomenon was caused by contact failure due to corrosion of the video connector receiving contact and lock part failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was noise and video interruption when the connector was shaken on the visera pro video system center. There was no procedural involvement or patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's complaint was confirmed. Additionally, an issue with battery consumption was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.